Event description:
It was reported that the lift column was slow and erratic. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty ps3 vertical lift power supply. System operates as intended.